Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had low impedance and unipolar impedance was higher than bipolar impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.